Event description:
While the implantable neurostimulator (ins) was turned on, the patient experienced a shocking or jolting sensation at the ins location. There was no known accident or incident related to the event. All impedance measurements were normal. The ins was reprogrammed with 2 new programs on group b. The patient was to keep them "posted".

Manufacturer narrative:
(B) (4).